Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of left ventricular assist device (lvad) faults and data blanking. Based on previous complaint history, these findings are indicative of an issue with the current monitoring circuit board on the pump. The submitted controller event log file captured data from (B)(6) 2020 with the lvad parameters (including actual motor speed, calculated flow, calculated pulsatility index (pi), lvad temperature, lvad software version, and lvad motor serial number) intermittently displaying as 0. Transient lvad internal fault alarms were noted during these events. The issue appeared to resolve on (B)(6) 2020. Based on the captured power values, the pump was operating as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were lvad faults. The log files captured lvad internal faults on (B)(6) 2020 and it appeared to be associated with an esd event. No further information was provided.